Event description:
Customer reported the system will not take images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and adjusted the 5v power supply. System operates as intended. This MDR is related to ge healthcare complaint number.